Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the angle wire fluid damage, the u/d pulley wire fluid damage, the ccd signal wire coating damage, the mechanical base plate broken, the lg cable connector housing broken, the r/l lock knob broken, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the remote control wire buckled, the ccd drive pcb corroded, the air nozzle deformed, the remote control buttons cut, the junction case loose, and the r/l pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.